Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as the customer declined it. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental reagent exposure to the eyes while using the binaxnow covid-19 ag self test on an unknown date. According to the consumer, she accidentally used the reagent solution as an eye drop. The consumer stated that she kept all her medical supplies in a canvas bag (including her eye drops), and while reaching into the bag to retrieve the eye drops, she mistakenly grabbed the reagent bottle and instilled the reagent into her eyes. The consumer reported experiencing a burning sensation and irritation in her eyes. The consumer was under the care of an eye physician, who advised that the only immediate action was to thoroughly wash her eyes.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported accidental reagent exposure to the eyes while using the binaxnow covid-19 ag self test on an unknown date. According to the consumer, she accidentally used the reagent solution as an eye drop. The consumer stated that she kept all her medical supplies in a canvas bag (including her eye drops), and while reaching into the bag to retrieve the eye drops, she mistakenly grabbed the reagent bottle and instilled the reagent into her eyes. The consumer reported experiencing a burning sensation and irritation in her eyes. The consumer was under the care of an eye physician, who advised that the only immediate action was to thoroughly wash her eyes.